Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported she has been peeing a lot and went to increase stim and got poor communication screen on patient programmer(pp). It was indicated that patient was unable to increase stimulation. Patient was instructed to place pp directly over the implantable neurostimulator (ins), on skin and sync but this did not resolve the issue. A week later, patient further reported that she got a new patient programmer and it still did not work with or without antenna. She saw healthcare provider a day prior to this call and they gave her a referral to another hcp on (B)(6) 2016. She had to keep going to bathroom a lot and so, she went to change the level of device. It would not turn over. It kept giving poor communication. It was indicated that issues has not been resolved yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.